Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the cardcage to resolve the issue. The issue occurred again after the original service. Fse replaced the vision side cart common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the robot did not communicate with the rest of the system after service was completed and the system could not be brought back to operation while onsite. The troubleshooting first involved swapping to different blue fiber cables, then trying different ports on the tower, and then restarting the system using both a normal restart and a hard power cycle. Technical support engineering did not review live logs but did identify an error indicating a communication issue between tower port 2 and the robot. The customer reported event has no report of patient injury.